Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the device was in back-up vvi mode. The patient was seen in clinic and device was interrogated with the programmer. The device was reverted back for normal functioning. It was suspected that patient¿s merlin @home transmitter used for remote monitoring contribute to the backup vvi functionality. Device remains implanted. No adverse consequences were reported.